Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the 386 motherboard was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9400 would not initialize and was non operational. There was no adverse pt involvement reported. There was no pt info reported.